Event description:
It was reported that on (B)(6) 2010: the patient underwent a CT of the cervical spine without contrast due to cervical radiculopathy and chronic pain syndrome. Impression: stable CT examination of the cervical spine in this patient who is status post prior 3 level, anterior cervical fusion at c3-4, c4-5, and c5-6. Note is made of mild right-sided neuroforaminal narrowing at c2-3; left-sided neuroforaminal narrowing at c3-4; and bilateral neuroforaminal narrowing at c4-5 and c5-6, unchanged. (B)(6) 2010: the patient underwent a CT of the cervical spine without contrast due to pain after motor vehicle accident and prior anterior cervical fusion. Impression: multi-level cervical spondylosis, prior anterior cervical fusion from c3-c6 with evidence of loosening of the c3 vertebral screws bilaterally; no acute osseous abnormality identified. (B)(6) 2012: the patient underwent MRI of the cervical spine with and without contrast due to neck pain and history of prior fusion. Impression: stable changes of prior fusion from c3-6; c2-3, moderate narrowing of the right neural foramen without central canal stenosis is stable; c3-4, moderate narrowing of the left neural foramen without central canal stenosis is stable; c5-6, mild central canal stenosis with moderate right and mild to moderate left foraminal narrowing is stable. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Patient demographics: gender: female. Initials: (B)(6), dob: (B)(6) 1963. It was reported that (B)(6) 2007, the patient underwent a cervical fusion procedure using rhbmp-2/acs, depuy peek cages and depuy cervical instrumentation.